Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-02326. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a laparoscopic hysterectomy on (B)(6) 2011 and mesh was implanted. It was reported that the patient experienced multiple complications, including pain, erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2011. It was reported that following insertion the patient experienced additional sling material coming out of vaginal area on (B)(6) 2011. On (B)(6) 2012 it was reported that the patient experienced prolapsed bladder and exposure to (B)(6). On (B)(6) 2012 it was reported that the patient underwent vaginal mucosa trimmings; no mesh exposure or erosion was noted. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted concurrently with hysterectomy due to genuine stress urinary incontinence. The patient underwent mesh revision/removal on an unknown date due to vaginal pain. On (B)(6) 2012, the patient underwent hysteroscopy and anterior colporrhaphy due to vaginal pain. On, (B)(6) 2012, the patient underwent bilateral salpingo-oophorectomy and lysis of adhesions due to chronic pain and dyspareunia. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, dyspareunia and vaginal scarring. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced urinary incontinence, frequency, urgency, pain with urination, trouble emptying bladder, and abnormal vaginal discharge.